Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station mr5s all in one (aio) screen was dead and turning the power on and off did not bring it back. Customer stated that a faint clicking noise was observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one screen was not active and station had power issue. A field service engineer identified that the main drawer 2.2 drawer controller was shutting down the station. Replaced the drawer controller, the pyxibus controller, and both retractor bands. Reseated all row board cables. Completed testing using the hardware test application, and all functions passed. The customer verified proper operation by recovering and testing several medications without any issues. The system functioned as intended after the field service engineer repaired the device.